Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently stored an untreated episode of oversensed noise. The patient was evaluated in-clinic, where the noise was reproducible with particular arm movements. Pocket manipulations did not reproduce the artifacts. The physician instructed the patient to avoid specific arm maneuvers and elected to keep the device programmed in the primary vector, as this vector seemed the most suitable. Boston scientific technical services (ts) was also contacted for review, and it was discussed that the artifacts were non-physiological, which could be the result of a mechanical issue with the electrode and/or a connection issue. More extensive in-clinic troubleshooting was recommended to ensure system integrity. Diagnostic imaging was also recommended to evaluate the system placement. Although the secondary sensing vector did not appear suitable, reprogrammed to this vector was also discussed as a potential non-invasive solution. Should any abnormalities be observed during in-clinic testing, the s-ICD system should be revised. The patient was subsequently seen in-clinic, where isometric testing was performed and no noise was seen in the alternate sensing vector. X-ray imaging is anticipated and the physician elected to reprogram the device to the alternate vector in the meantime. Recently, the s-ICD system was explanted and returned for analysis. Once the investigation is completed, this record will be updated with results. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently stored an untreated episode of oversensed noise. The patient was evaluated in-clinic, where the noise was reproducible with particular arm movements. Pocket manipulations did not reproduce the artifacts. The physician instructed the patient to avoid specific arm maneuvers and elected to keep the device programmed in the primary vector, as this vector seemed the most suitable. Boston scientific technical services (ts) was also contacted for review, and it was discussed that the artifacts were non-physiological, which could be the result of a mechanical issue with the electrode and/or a connection issue. More extensive in-clinic troubleshooting was recommended to ensure system integrity. Diagnostic imaging was also recommended to evaluate the system placement. Although the secondary sensing vector did not appear suitable, reprogrammed to this vector was also discussed as a potential non-invasive solution. Should any abnormalities be observed during in-clinic testing, the s-ICD system should be revised. The patient was subsequently seen in-clinic, where isometric testing was performed and no noise was seen in the alternate sensing vector. X-ray imaging is anticipated and the physician elected to reprogram the device to the alternate vector in the meantime. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was recently admitted to hospital following an inappropriate shock delivery. Boston scientific technical services (ts) was contacted and discussed that the shock was delivered due to over-sensed artifacts. This system had previously declared an untreated episode with similar artifacts in the past, and those artifacts were reproducible with provocative maneuvers. Ts provided potential non-invasive troubleshooting options. Diagnostic imaging was also reviewed, which showed a sharp curve in the electrode body. An assessment of the implanted device confirmed that the s-ICD device was functioning appropriately and could be left in situ following an electrode replacement. Recently, the s-ICD system was explanted and returned for analysis. The patient is continuing with normal monitoring. Once the investigation is completed, this record will be updated with results. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.